Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
The ins ¿doesn¿t work¿ and has not worked since about 4-5 years ago. The patient was in a domestic violence situation and her husband may have damaged or taken all components for the ins. The patient has not had the device checked so it was unclear what the actual issue was. Additional information has been requested.